Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had ani insulin flow blocked alarm. The insulin flow blocked alarm was resolved with a reservoir and infusion set change. The customer also reported that when they took out the infusion set, the site was wet and smelled insulin. The infusion set leaked insulin. The customer¿s blood glucose during the incident was 248 mg/dl. The infusion set will not be returned for analysis.

Manufacturer narrative:
Evaluated one open/used infusion set and performed hand prime using a new lab reservoir and found occluded at p-cap connection section; unable to confirm customer leak complaint; received infusion set occluded due to customer returned open/used.